Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin were observed. 180 samples were visually evaluated and no defects were found with the retain product. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode fibrin, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. This complaint is not confirmed for fibrin. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer sst tube gel 3.5 ml, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: report that the tubes are forming fibrin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported when using the bd vacutainer sst tube gel 3.5 ml, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: report that the tubes are forming fibrin.